Manufacturer narrative:
(B)(4).

Event description:
It was reported that a please re-connect message caused hours without readings. Data was evaluated and the allegation was not confirmed. Additionally, it was determined that a sensor fail occurred. The probable cause could not be determined. No injury or medical intervention was reported.